Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported they notified their managing physician on (B)(6) 2017 about charging too frequently and the ins dying 4 times in the last 3 months. They were scheduled to have the battery changed on (B)(6) 2017.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for rsd/causalgia-complex regional pain syn. It was reported the patient was charging more frequently than they used to, noting that it seemed like they were charging every day. They charged to full every time and they had not been reprogrammed recently. It was reported that the implantable neurostimulator (ins) had gone dead 4 times in the last 3 months because of this (started in (B)(6) 2016). The patient was charging too frequently.there were no patient symptoms reported.